Event description:
Dealer states that elevating legrests are bending at pivot point and behind calf pads. Dlr gets legrests back after rental with some damage as mentioned above. He is ordering more for stock as seen on this quote.